Manufacturer narrative:
The suspect device was returned for evaluation. The complaint was confirmed. The root cause is attributed to failure of the component. A search of the complaint database was performed and no similar complaints for this lot number were found. The device history record was reviewed, and no exception documents were found.

Manufacturer narrative:
The suspect device is expected to return for evaluation. A supplemental report will be submitted once the evaluation is complete.

Event description:
The account alleges that during an intra-arterial [ia] thrombectomy procedure, the side arm tubing on the sheath detached after 5 days of ECMO infusion. The device was replaced, no additional patient consequences to report.